Event description:
Review of article in artificial organs, volume 39, issue 6, pages 526-529, june 2015 reported on patients at their institution since nov. 2010 that underwent left ventricular assist device (lvad) implantation. One patient underwent one endoventricular thrombolysis procedure (etp) to treat lvad thrombosis. The institution's post procedural anticoagulation regimen consists of warfarin with a target inr of 2-3 and aspirin. Standard aspirin dose was initially 100 and in 2014 was increased to 325mg. Echocardiography was performed in all patients upon admission to detect indirect signs of pump thrombosis, such as aortic valve opening, mitral valve regurgitation and intraventricular septal shift to the right due to insufficient decompression of the left ventricle. All patients were admitted urgently and received treatment with intravenous heparin (ptt 60-80) even if the inr was higher than 2. Heparin was suspended one hour before thrombolysis and resumed immediately afterwards. Etp was achieved by continuous infusion of tpa to the left ventricle through a pigtail catheter at 1mg/min for a total dose of 30-50mg. Aspirin was never suspended.

Manufacturer narrative:
Raffa, g.m., et al, "systemic or endoventricular thrombolysis to treat heartware left ventricle assist device thrombosis: a clinical dilemma". This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and use of all vads are associated with numerous risks including thrombosis as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, as outlined in the labeling, may be indicative of thrombus or other tissue fragments in the pump. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive root cause conclusion cannot be made; however, clinical and pharmacological factors including patient comorbidities and are factors that can contribute to thrombotic events. With review of the available information there is no indication of any pump malfunctions or performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device location is unknown.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) device history records (DHR) for the pump were reviewed. The pump passed functional testing. The DHR review revealed that during manufacturing this device met all of its manufacturing requirements. Upon completion of the device history records, it can be concluded that pump met all the internal requirements prior to qa release. In addition, there is no evidence to suggest that the material, design, and /or manufacturing process were contributing factors to the cause of reported events. Clinical factors including patient comorbidities may have contributed to the thrombus and bleeding post thrombolytic therapy; however, with review of the available information a definitive root cause cannot be determined.

Manufacturer narrative:
In response to investigational efforts the author provided a second article from international journal of cardiology outlining further case details pertaining to the previously reported endoventricular thrombolysis procedure (etp) to treat left ventricular assist device (lvad) thrombosis. With review of the article it is noted that 203 days post lvad implant the patient presented with hematuria and hemoglobinuria, ldh was 3803, haptoglobin 0.07, estimated left ventricular assist device (lvad) flow was 10, watts was 12 pre ett. Post ett flow was 7 and watts 3. The patient died with report of gastrointestinal bleeding and dic five days post ett. Bleeding/gastrointestinal bleeding along with pump thrombosis are known potential adverse events associated with all vads as outlined in the instructions for use. Based on the available information a definitive root cause conclusion cannot be made regarding the events; however, clinical and pharmacological factors including patient comorbidities and are factors that can contribute to thrombotic event and events subsequent to the thrombolytic treatment. With review of the available information there is no indication of any pump malfunctions or performance issues contributing to the events.